Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the cassette leaked at the connection with the extension tube, causing the pump to get wet in the bag around 12:00. After replacing the cassette and starting administration, it leaked again, so both the cassette and extension tube were replaced.". The event occurred at the patient's home during use. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received two (2) used. List #21-7302-24, reservoir, cassette. As received, there were no damages or anomalies observed. In attempts to replicate clinical use, the cassette was filled with 100ml of ro water using an ICU medical provided syringe. The cassette was then installed onto a cadd-solis 2110 pump. A cadd extension set was attached to the cassette tubing and 10ml of priming was performed. No pump alarms were observed. No leakage was observed from the cassette-extension set connection. The complaint of leakage cannot be confirmed nor replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.